Event description:
The device were implanted in 2002. In 2003, the facility's nurse, clinical coordinator informed the manufacturer's (MFR.) Clinical specialist of the following: the devices have been implanted for over a year. In 2003, during their dialysis treatment, the pt spiked a fever and had chilis. Blood cultures were drawn, and found positive for staph epdermidis. The pt was admitted to the hosp and the valves were explanted two days later. The location of the explanted valves is not known. Additionally, the MFR.'s clinical specialist noted the pt care technicians (pct's) were trained within the 4 weeks prior to the infection. The pt informed the MFR's clinical specialist that the pct's were not performing the skin scrub for the full 60 seconds as recommended. No further details were provided at this time.